Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter's establishment name- (B)(6). Demographics and risk factors of the 137 patients undergoing percutaneous interventions with arterial access from the groin using the 8-f angio-seal vip for arterial closure include: eight-f fa access (76 patients total): males = 44; female = 32; mean age = 70.1 years (± 11.7 years); diabetes = 30 patients; hypertension = 63 patients; dyslipidemia = 57 patients; mean body mass index (bmi) = 27.8 (± 4.4); carotid intervention = 46 patients; abdominal aortic aneurysm (aaa) = 7 patients; visceral intervention = 4 patients; peripheral intervention = 19 patients. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production product code/lot number combination was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled, single-center experience comparing the application of small-caliber versus large-caliber arterial access closure in a consecutive series of patients, j vasc radiol 2015; 26:1285-1289, published in jvir, volume 26, number 9, september 2015. One (1) 6f sheath, type 2 complication reported as a pseudoaneurysm treated with a thrombin injection. The access site complication did not necessitate surgical repair.

Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.